Manufacturer narrative:
D2b pro code: dsk.

Event description:
It was reported that the catheter was incorrectly recognized. An avvigo plus multi-modality guidance system was selected for intravascular ultrasound (ivus) examination. During preparation, it was found that the motor drive unit (mdu) was defective, providing a wrong catheter recognition.